Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm the motor arm cannot communicate with the main arm, software error detected and failed battery test. Customer's blood glucose at time of incident was unknown. The customer reported the pump error did not occur during the rewind/load reservoir/fill tubing process. Customer was advised that the error table indicates the pump should be replaced. Customer was advised that pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump error 4 and 53 found in the pump history. We were unable to determine root cause per r and d. The power management parameters graph confirmed the unloaded voltage and loaded was within specification range. The pump was received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.